Event description:
Following a sheath peeling incident with a vaxcel mini stick during a procedure for therapeutic vascular access the physician attempted to peel another sheath by hand (which was not used in an actual procedure) to see if the same problem would occur. The physician had difficulty peeling the sheath.